Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (50 mg/ml at 11 mg/day) via an implantable infusion pump for non-malignant pain and other chronic/intact pain (trunk/limbs). It was reported that an alarm was heard and confirmed by telemetry. It was further reported that all 30 pump logs showed multiple resets, low battery resets, and safe states. The event date was noted to be (B)(6) 2018. No patient symptoms were reported. The hcp elected to program the pump to off state. The pump off password was given. No further complications were reported.